Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight requested but not yet provided. The patient's previous admission for gastrointestinal bleeding was reported in MFR report #2916596-2019-00116. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient presented with bright red blood per rectum and loose stools with a concern for possible recurrent gastrointestinal (gi) bleeding. The patient has a history of bleeding from duodenal arteriovenous malformations, as well as known gastric polyps. The patient's vitals, hemoglobin, and hematocrit remained stable and further bowel movements were non-bloody or had a trace of bright red blood with wiping consistent with hemorrhoidal bleeding. The patient was stable for discharge on (B)(6) 2019 when their inr was back in therapeutic range.